Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 377 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was a 3.0mm, 95% stenosed, 28mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 32mm taxus express2 study stent, reducing stenosis to 0%. Target lesion 2 was a 2.5mm, 95% stenosed, 10mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with pre-dilatation and placement of a 2.5 x 12mm taxus express2 study stent in the ostium of the diag, reducing stenosis to 0%. The patient was discharged the next day on aspirin and clopidogrel. On 377 days after the index procedure, the patient was admitted due to recurrent chest pain. Treatment consisted of placement of 2.5 x13mm non bsc stent and a 2.5 x 8mm non bsc stent in the 1st diag. The rca was also treated with placement of a 3.0x18mm non bsc stent. The patient was discharged the next day on aspirin and clopidogrel. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable. Review of the event by the clinical event committee (cec) in november 2007 confirms that there was a tvr in the lad territory and it is possibly related to the taxus stent.